Manufacturer narrative:
Corrected data: this is a duplicate report of an event that was previously submitted in a report with report number 1820334-2016-00974.

Event description:
This is a duplicate report of an event that was previously submitted in a report with report number 1820334-2016-00974.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
The international customer reported that once the main body prosthetic was unsheathed, the top cap could not be removed because the supra-renal stent could not be released; it seemed to be locked inside the tip. The stent was uncovered after several attempts by keeping the prosthesis stable with an aortic balloon placed inside of it. Additional information has been requested, but not provided.